Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) emitted beeping tones. During device check-up, the field representative noted fc 1003, indicating voltage too low for projected remaining capacity. Boston scientific technical services (ts) had a discussion with regards to fc 1003 and suggested performing a save to disk or a memory dump to facilitate scheduling of the device change out. A device replacement was scheduled. Additional information indicating a revision procedure was performed due to fault code 1003. The battery was prematurely depleted. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.